Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion, the farawave pulsed field ablation catheter irrigation no longer flowed. The catheter was removed from the patient and the bag was replaced. Once the catheter was back in the patient, the same issue occurred, and the catheter was removed from the patient again. The irrigation flow was abnormal and flowing like a balloon but not like a spindle or a flower. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found no abnormalities. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Flushing was not functional basket and flower shape. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking of the flush lumen, which likely caused the flushing issue.

Event description:
It was reported that during insertion, the farawave pulsed field ablation catheter irrigation no longer flowed. The catheter was removed from the patient and the bag was replaced. Once the catheter was back in the patient, the same issue occurred, and the catheter was removed from the patient again. The irrigation flow was abnormal and flowing like a balloon but not like a spindle or a flower. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The catheter was received for analysis.